Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned graftmaster stent delivery system (sds) noted blood visible on the balloon and contrast in the inflation lumen, consistent with preparation and handling. The stent implant was stationary on the balloon between the shoulders. The middle portion of the stent implant was bent. The distal shaft was wrinkled proximal to the distal end of the tip. There was a kink in the shaft proximal to the distal end of the tip. Since this damage was not reported in the incident information, the stent damage, wrinkled shaft, and kink may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. Failure to advance can be affected by numerous factors including, but not limited to, patient anatomical morphology (tortuosity or calcification), pre-dilatation strategy, product placement technique, product size selection, accessory device support, or interaction with accessory devices or previously deployed devices. It was reported that, after the sds failed to cross the lesion, the patient experienced cardiac tamponade which required pericardiocentesis. The patient condition was reported as doing ok post procedure; however, the perforation was not sealed and no additional intervention was performed. Death and hemorrhage are listed as observed or potential adverse event associated with the coronary stenting in the graftmaster instructions for use (IFU). Due to the inherently emergent and serious use of the graftmaster device, it is possible that the perforation itself and/or the inability to treat the perforation may have contributed to the reported cascading patient effects such as hemorrhage that ultimately lead to the patients death. However, a conclusive cause cannot be determined for the reported patient effects or their relationship to the device, if any. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for failure to advance for this lot. There is no indication of a lot specific product quality deficiency. Based on the information provided, the reported failure to advance appears to be related to circumstances of the procedure and not a product quality deficiency. All stent delivery systems are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Rotoblader; stents: promus stent (x2), 3.0 x 19 mm graftmaster. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information. The unk promus and 3.0 x 19 mm graftmaster, are being filed under separate MFR numbers.

Event description:
It was reported that a perforation was seen in the heavily calcified mid left anterior descending artery after use of a non-abbott cutting balloon and 2 promus stents. A 3.0 x 19 mm graftmaster was attempted to be advanced to the perforation but the stent dislodged off the balloon. A balloon was inserted through the dislodged graftmaster stent and the stent was deployed just proximal to the perforation. A second 3.5 x 19 mm graftmaster was attempted but could not cross through the just deployed stent. The patient experienced tamponade and periocentensis was performed. The patient condition was reported as doing ok post procedure; however, the perforation was not sealed and no additional intervention was performed. The patient died 3 days post procedure. Though requested, no additional information was provided.